Manufacturer narrative:
The suspect medical device has been updated to be the architect hiv ag/ab assay. A new manufacture report was generated, all further documentation, including the product evaluation, for this event will be found in manufacture report number 3002809144-2017-00132.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated (B)(6) results while using the architect (B)(6) ag/ab combo assay on the architect i2000sr analyzer. No specific result data was provided. The customer did indicate three specimens were impacted and each were retested as directed. No impact to patient management was reported.